Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex coronary artery. A 2.25 x 20mm synergy xd drug eluting stent was advanced for treatment, but the stent was unable to cross. Upon removal, the stent strut was lifted and detached near the exit of the y connector valve. The procedure was completed with a different device. There were no patient complications reported.